Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva ethyl vinyl acetate tpn (total parenteral nutrition) bag had a black foreign substance inside of the port. The issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed a dark foreign material in the port 2, spike port area of the container. The unknown dark foreign material could not be confirmed to be in the fluid path of the spike port or the spike port tube area as it was possibly embedded. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.